Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On march 3, 2024, senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. Patient provided the following examples. 1) on (B)(6) 2024 at 02:45 pm. Sensor glucose (sg) 273 mg/dl and blood glucose (bg) 92 mg/dl 2) on (B)(6) 2024 at 12:00 pm. Sg 120 mg/dl. Bg 302 mg/dl a review of the system performance in data management system (dms) suggested a deviation in system performance due to which a sensor replacement was approved. There were no adverse events associated with this incident and no medical attention was required. The patient will have the sensor removed.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the initial investigation analysis, the sensor performance had deviated from the normal behavior. The raw signal and reference in vivo data were indicative of insertion trauma where unfortunately the sensor was unlikely to recover by day 21. Hence, a return material authorization (RMA) was issued for the return and replacement of the sensor. The returned sensor was investigated and a visual inspection did not show any abnormalities. Chemical performance testing showed no issue with the sensor. The returned product investigation was inconclusive as it passed functional testing. The customer had earlier reported bruising at the insertion site from the time of insertion on (B)(6) 2024 through (B)(6) 2024. This bruising at insertion site would have likely affected the normal sensor functioning resulting and sensor taking longer to stabilize after insertion, potentially impacting the sensor's ability to display glucose accurately. No further investigation was possible for this complaint. B4.date of this report 31 may 2024 d4.primary unique device identifier (UDI) number updated to (B)(4). D9 device available for evaluation? Yes,device received on 22 march 2024 g3 date received by the manufacturer ?31 may 2024. H3.device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.